Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the unit tipped over with her in it when the wheel allegedly came off of the rim.

Manufacturer narrative:
Operation of device outside its designed configuration. Corrected common device name to iti (wheelchair, powered).

Event description:
Consumer alleges the unit tipped over with her in it when the wheel allegedly came off of the rim.